Event description:
Spontaneous. Patient reported pump is no longer pushing medication. Product fault occurred while in use. No missed dose (completed via manual push) or adverse event reported. Device available for return no further information. Indication: chronic inflammatory demyelinating polyneuritis. Reported to cvs/caremark by pt/caregiver.